Event description:
It was reported that the solid step drill got stuck in the solid step drill sleeve. This event happened while removing a synthes screw and the surgeon implanted a t2 recon nail

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: solid stepdrill for lag screw, recon t2 recon, catalog: 18063026s; lot: unk.